Event description:
It was reported by the rep that the (1) 350l was used during a diagnostic laparoscopic procedure. It was reported that the surgeon created the skin incision and proceeded to insert the trocar. The plastic tip came off inside the abdominal wall of the pt. The incision was increased to retrieve the tip. 1/4/2000 the rep reported that the surgeon felt the amount of the incision was "negligible."